Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their levels dropped to 34mg/dl. The customer states they did not receive alarms or threshold suspend. The customer states they no longer have the sensor and it was past issue. The customer declined to troubleshoot for lows.